Event description:
Info received indicates the ground loss light is flashing due to a loose ground pin on the power cord plug.

Manufacturer narrative:
The tech replaced the power cord plug to repair the bed.